Event description:
Epidural catheter in catheter tray wouldn't thread. Another catheter was pulled from stock and inserted. After pt delivered, catheter was pulled by crna and a 2cm section missing, appears to have been retained in the pt.